Event description:
Related manufacturer repot number: 2017865-2023-13038. During an in clinic follow up, noise resulting in oversensing, post paced t-wave oversensing and post sensed t wave oversensing was noted on the device. Technical support was contacted and suspected possible interference from the patient's lvad device. Technical support recommended reprogramming or replacement of the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.